Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. Approximately 7 minutes into the procedure, the system displayed a "fluid loss" error message. The fluid loss resulted in a burn to the patient's posterior cervix. The burn was treated with silvadene cream and the patient condition was reported as "no discomfort". The procedure was cancelled due to this event.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.